Event description:
This lv lead was implanted on (B)(6)2011 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that on (B)(6)2018, the presenting electrogram shows loss of capture for the said lead. Patient was brought into the clinic on may 4 and the thresholds were fine. The physician was dr.(B)(6) at (B)(6)specialists. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).